Event description:
The report indicated that a few minutes into bypass, leakage (approx. 30 ml) was observed from the gas header of the oxygenator. The device was changed out. The pt was not injured or compromised as a result of this incident.